Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was broken from the distal tip of the device . The fragment was not returned. No postoperative x-rays were provided to confirm the embedded device, therefore this allegation can't be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of compr wire ã¸1.6 l150/15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 03.211.415.01, lot: 4554p68, manufacturing site: balsthal, release to warehouse: 27-mar-2023. A DHR evaluation was performed for the article # 03.211.415.01 lot #4554p68, and one (1) non-conformance was found to be mentioned in an attachment to the DHR. An nc is linked to a jabil day2 issue affecting non-ppe documents, this nc is unrelated to the product issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10 therapy date: (B)(6) 2024. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery with a cuboid plate for a cuboid bone fracture. Two (2) compression wires were used to temporarily fix the plate. After inserting 6 or 7 screws, the 1st compression wire was removed using a power tool with no problems. To remove the 2nd compression wire, the surgeon grabbed the compression wire with the power tool and rotated the power tool with the reverse mode in the same way as the 1st compression wire, but the 2nd compression wire broke off in front of the ball part. The surgeon tried to remove the broken part, but because it was a spherical part, he could not grasp it and could not remove it. The surgeon gave up removing the broken part from the patient¿s body. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. The surgeon commented on the cause of the breakage as follows: the surgeon tried to remove the 2nd compression wire with the same procedure as the 1st one, but the 2nd one broke off. The cause is unknown, but the strength of the product may be weak. This report involves one (1) 1.6mm compression wire 15mm thread/150mm length. This is report 1 of 1 for (B)(4).